Manufacturer narrative:
Weight not reported. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 10 months. The pump was not explanted and was therefore not available for evaluation. Based on the information available, a direct correlation between the device and the reported hemorrhagic cva could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital with complaints of a headache. While at home, the patient had declined to let the spouse contact emergency services. Upon admission, blood test results showed a prothrombin time of 30.3 seconds and the inr was 2.7. Laboratory test results showed the lactate dehydrogenase (ldh) value was 320 u/l which was within the patient's normal range. The ldh was previously stable between 330-430 u/l and there were no changes in vad parameters observed. A CT scan revealed significant bleed in the right cerebral subdural hematoma with mass effect. The patient expired on (B)(6) 2016. The cause of death was reported as hemorrhagic cerebrovascular accident (cva). The family declined removal of the pump. Historically, the patient had significant hypertension (htn) which was treated during the hospitalization on (B)(6) 2016 for an unrelated event. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer has closed the file on this event.